Manufacturer narrative:
One device was received for evaluation. Visual inspection was performed and noted a detached downstream occlusion seal. The seal was replaced. The device then passed all testing criteria. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
The device evaluation noted a detached downstream occlusion seal. There was no patient involvement.